Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a patient enrolled in the (B)(6) clinical trial experienced multiple inappropriate therapies due to the right ventricular (rv) lead t-wave oversensing (twos). During the therapy, the patient was syncopal and experienced an injury to their head. Reprogramming was completed, and further actions or treatment are planned for a future date. The lead currently remains in use. No further patient complications have been reported as a result of this event.